Event description:
It was reported an issue with novosyn suture. The client reported that on (B)(6) 2022, the patient underwent artificial cochlear implantation. While suturing the incision, the surgeon found that the needle tip was missing. The tip of the needle was broken about 0.8 mm and lost. Fluoroscopy was immediately performed under the arm and the missing part of the suture needle was not found in the operating position. After asking the medical department to close the patient's incision and send her to the radiology department for a CT scan, the missing part of the suture needle was not found. Surveillance continues.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Bending strength results on samples tested during production were 8.19 nxcm, 8.02 nxcm and 7.78 nxcm in minimum, and fulfilled the specifications of the product (7.2 nxcm in minimum). We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same needle raw material batches used in this product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: without samples we are not in position of studying if the possible affected products do not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.